Event description:
During the stress test (bruce protocol), the treadmill went into overdrive, increasing its speed and elevation too quickly. The nurse had difficulty slowing the treadmill down. The patient was helped off the treamill unharmed. The exercise protocol was not completed.